Manufacturer narrative:
A review of complaints for the last 24 months did not indicate adverse trends for the reported complaint. There were no samples returned for evaluation and no additional info provided. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. Alcon has initiated an internal investigation of sticking caps. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional info becomes available.

Event description:
The nurse reported that the staff has had difficulty in removing some of the metal caps from the phaco handpieces. The staff has reported sore hands and fingers. There was no patient involvement. Additional info received stated the injuries were not filed under worker's compensation but were more of a general statement on how difficult it was to remove the caps from the phaco handpieces.